Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the complaint summary for more information regarding the specific circumstances of this event.

Event description:
It was reported that upon device interrogation, while attempting to perform a software update with this patients subcutaneous implantable cardioverter defibrillator (s-ICD), the health care professional (hcp) was encountering difficulty successfully completing the update. Technical services (ts) was consulted and provided troubleshooting recommendations. It was noted there was a successful device check performed the day prior. At this time, the device system remains in-service. No adverse patient effects were reported.